Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: broken tip. Probable root cause: design: wrong material selected. Tip design too weak. Tip bend too extreme. Tip too sharp, creating thin wall process. Wrong material used, incorrect processing (eg heat treatment). Tip not manufactured to specification. Application: excessive force on device. Rough handling during use. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the tip of the drill broke.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip of the drill broke.